Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, the customer reported that the insulin gauge was incorrect. The customer loaded a new cartridge to address the issue. Customer¿s blood glucose was 180 mg/dl.